Manufacturer narrative:
Device evaluation: the breathing bag was returned. A leak test of the breathing bag confirmed that the pressure dropped above the standard. When observing the surface of the breathing bag, it was confirmed that there was a tear near the tip of the bag. The reported event was confirmed. The root cause may be due to manufacturing. The sample will be further investigated.

Event description:
It was reported that during the pre-use check, leakage of air from the breathing bag was observed. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the breathing bag was returned. A leak test of the breathing bag confirmed that the pressure dropped above the standard. When observing the surface of the breathing bag, it was confirmed that there was a tear near the tip of the bag. The reported event was confirmed. The root cause may be due to manufacturing. The sample will be further investigated. Corrected data: updated UDI information.